Event description:
During an incident on an unknown date involving an unknown patient, this defibrillator charged to shock, but when the shock button was paressed, the unit went dead and turned off. This happened more than once even with new batteries.

Manufacturer narrative:
The returned defibrillator was tested using the returned patient cable and proper operation for patient treatment was verified. The unit was prompting "needs service, clock" due to a low voltage clock battery, but neither the low voltage clock battery nor the prompt affects operation for patient treatment. The batteries used at the time of the reported problem were not returned for evaluation. The customer was sent a letter explaining our evaluation informing them that the batteries used could have caused the problem they experienced. This report is the result of a retrospective complaint review by lmc. It is timely filed under lmc's revised MDR procedure and its written commitment to the agency, each of which has resulted from laerdal's receiving information relating the agency's current thinking with respect to MDR regulation interpretation and enforcement policy.